Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was over delivering and and had low blood glucose level. Customer were hospitalized due to low blood glucose level and unconscious on (B)(6) 2020. Customer was in emergency medical services dispatched twice and once hospitalization. Customer¿s blood glucose level at time of incident was 1.8 mmol/l. Customer¿s blood glucose level was 2 mmol/l at the time of hospitalization. The customer alleged insulin pump was over delivering because they would be okay and then goes unconscious. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis